Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that when the physician removed the epidural catheter from patient's back, it was noted that catheter tip was not intact. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. Upon visual inspection, it was noted that the catheter tip was sheared/damaged. Based on the data from our evaluation, this does not appear to be due to any manufacturing defect. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Based on the data from our evaluation, the exact root cause of the reported incident could not be determined. Note: this complaint was also reported under medwatch number 5096547.